Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Provider stated that after installing the bed in a customer's home they noticed a broken weld on the head section.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the drive arm was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider stated that after installing the bed in a customer's home they noticed a broken weld on the head section.